Event description:
It was reported that the box was mislabeled. Two ekosonic catheters were selected for use in a procedure. The reference numbers on the on the external packaging were different than the number on the labeling inside the package.